Event description:
Healthcare professional reported right side ¿deflation .¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ¿deflation .¿ device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease flat is observed. Air voids (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. Device appearance (observed split in patch area (ss), it is out of specification per qa199.06 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint).

Event description:
Device has been explanted and replaced.